Event description:
During verification testing, it was noted that clave of the secondary port on the cassette of the tubing set was partially torn off.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the clave at the secondary port on the cassette was partially torn off. There are white drag marks indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design not being robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.